Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that arterial spasm and guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, during the procedure, resistance was encountered and the wire tip was deformed. The device was removed from the patient and when the physician tried to straighten the tip, the tip broke off. The physician thought that there could have been some arterial spasm as the catheter was not advancing and usually in a smaller vessel it could be due to spasm and this may have added to the resistance deforming the wire when exiting the support catheter. No vasodilators or nitroglycerin were administered to treat the possible arterial spasm. The physician waited a few minutes and a new v-14 wire was then advanced through a rubicon support catheter. The procedure was completed successfully. No further patient complications were reported and the patient's status was stable.